Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode. The device was at end-of-life (eol) level. The product code could not be downloaded. After replacing the battery and downloading the product code, normal function ensued.

Event description:
It was reported that initially the pulse generator could not be interrogated using a merlin programmer. Subsequently, the device could be interrogated and the estimated longevity was approximately 0.25 years to elective replacement indicator (eri). The device was removed and replaced.